Manufacturer narrative:
Evaluation summary: complaint history and product history records could not be reviewed because the literature report did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Alfonso, jf, lisa, c, alfonso-bartolozzi, b, et al (2018) implantable collamer lens for management of pseudophakic ametropia in eyes with a spectrum of previous corneal surgery. Journal of refractive surgery; 34 (10):654-663. The manufacturer internal reference number is: (B)(4).

Event description:
A literature article reported following the implant of an intraocular lens (iol) four patients experienced unexpected outcomes. The patients experienced a secondary intervention of the placement of a piggyback iol. Additional information is not available.